Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01152. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional information: conclusion: the actual device involved in this event was returned for evaluation. The device operated as intended during evaluation.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. Towards the end of the procedure, the handpiece stopped working. Enough morcellation had occurred so the remaining pieces of uterus could be removed through the trocar and the procedure was completed. There were no adverse patient consequences.